Event description:
It is reported from the patient's attorney that in 2001 a hemovac drain tube was inserted into patient following right total knee replacement surgery. Post op, when the surgeon attempted to remove the drain from the patient's surgical site, it allegedly caused patient pain. Several months following xray allegedly revealed that portions of the drain tube remained in patient's surgical wound site, some pieces of the drain were subsequently removed and some remain in her leg.